Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided, the reported unintended movement- clip open while locked was due to the user not following the instructions for use (IFU). The improper or incorrect procedure- failure to follow steps/instructions is due to the user not following the establish final arm angle step per IFU step. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted in the patient. The delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is being filed as the clip opened 60 degrees post deployment. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first clip delivery system advanced to the mitral valve and grasped the leaflets without an issue reported. Deployment was initiated per instructions for use (IFU) with the exception that the second lock test was not performed. Once deployed, the clip opened to 60 degrees post deployment. The mr was graded 3 and the clip remained stable and well seated. As treatment due to this issue, two additional mitraclips were implanted, reducing the mr to grade 1. There was no adverse patient sequela. No additional information was provided regarding this issue.